Manufacturer narrative:
Based on all the available information this issue appears consistent with an issue that has been previously investigated, except for the allegation of a sustained burn at the gross particle filter. The investigation concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This incident is being reported in an abundance of caution. Evaluation of this issue previously resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances (<0.0196%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. This action has been reported to the FDA; however, a correction/removal reporting number has not yet been provided. Regarding the sustained burning that was alleged it appears this may have been a result of the aftermarket gross particle filter. It¿s unclear what type of material the filter was manufactured from. It¿s believed that the sustained burning portion of this event wasn¿t consistent with what was found in CAPA (B)(4) and was due to the aftermarket component being used in the device. This device was past its end of life of three years at the time of the incident.

Event description:
The reporter made us aware of an event involving the irc5po2v concentrator experiencing an over-pressurization event, catching fire, emitting smoke from the bottom, and flames from the back. The gross particle filter was on fire and was extinguished by a caregiver using a blanket.

Manufacturer narrative:
The device received an expanded evaluation. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for charring and melting damage around the pe valve and the cabinet. The pe valve and attached tubing were deformed, darkened and the tubing melted in half allowing sieve material to escape the system and cause melting and charring. The tubing from the left sieve bed to the check valve was darkened. The failure mode described within the complaint is consistent with a previous failure which has been investigated and corrected. This unit was manufactured prior to the updates implemented. Additionally, based on the concentrator's serial number, this unit falls within the scope of field correction z-0514-2021, which involves replacement of the pe valve assembly.

Event description:
The reporter made us aware of an event involving the irc5po2v concentrator experiencing an over-pressurization event, catching fire, emitting smoke from the bottom, and flames from the back. The gross particle filter was on fire and was extinguished by a caregiver using a blanket.